Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 977a290 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: 2017 (B)(6) product type lead product ID 977a290 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: 2017 (B)(6) product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found all conductors broken 19.2 cm from cut/segmented proximal end of lead and electrodes #0 and #1 broken off and stim lead distal end electrode pulled out or off. Analysis of the lead ((B)(4)) found the stim lead distal end electrode pulled out or off and electrodes #0 and #1 broken off. References the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. The rep reported that the patient was not receiving good stimulation coverage following a cervical fusion on (B)(6) 2017. The rep reported that the patient was seen in the clinic and reprogrammed on (B)(6) 2017. The rep reported the patient had impedance greater than 10 ,000 on the 0-7 lead. The rep reported that the patient was reprogrammed using the other functional lead. The rep reported that the patient had a loss of therapy at some point after her last clinic visit and was set up for a lead revision. The rep reported that both leads had high impedances. The rep reported that the revision took place on (B)(6) 2017. The rep reported that the anchors were removed from the existing leads. The rep reported that the proximal ends of the existing leads were trimmed by about 15 cm to allow for use of the stiff, straight stylets from the new lead kits to be used. The rep reported that two short straws from the kit were placed over the existing leads to help ease the straws into the epidural space. The rep reported that once the straws were in place, the healthcare provider (hcp) pulled the existing leads out of the epidural space. The rep reported that they then noticed the stylets poked out of the distal end of both leads and realized only 6 electrodes were present on both leads. The rep reported that after looking back over the patient¿s films, it was determined that the top 2 electrodes were broken away from the leads prior to this surgical intervention. The rep reported that after looking at films from different physician¿s, the first film showing the broken leads was on (B)(6) 2017 which were taken during the patient¿s cervical fusion in the operating room. The rep reported that after discussion with neurosurgery, the decision was made to proceed with replacement of new leads and to leave the existing electrodes abandoned rather than proceed with an extensive surgery to remove them. The rep reported that after several attempts, the leads were unable to be place midline or right of midline which was where the patient needed pain coverage. The rep reported that one the last repositioning attempt, the hcp was unable to pass the leads past the cervical fusion, with the patient¿s stenosis of the cervical spine. The rep reported that at this point, the decision was made to pull the attempted replacement leads out and explant the system. The rep reported that the hcp planned to discuss other options with the patient post-operatively. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the leads breaking was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the leads found that the lead conductor body was broken and the distal end electrodes were pulled off. If information is provided in the future, a supplemental report will be issued.